Manufacturer narrative:
Citation: tandar, a. Et al. "Bioprosthetic aortic paravalvular leak: is valve-in-valve another solution?" J invasive cardiol 2017;29(1):e1-e7 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding bioprosthetic paravalvular leaks (pvl) and a potential solution of using valve-in-valve therapy. All data were collected from a single center. One case included a 31 mm core valve being placed. Six months post implant severe pvl was noted. A non-medtronic 29 mm transcatheter valve was implanted and resolved the pvl. No additional adverse patient effects were reported. Patient demographics were not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.